Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: march 14, 2017 ¿ march 16, 2017. One actual folusor unit was received for sample evaluation. A visual inspection on the folfusor unit via the naked eye noted fluid inside the bag that contains the unit. When the unit was removed from the bag, the cause of fluid inside the bag was to be an untightened red luer cap. The red luer cap is not a baxter product. A functional leak test was performed by filling the unit with green colored water. After fill, the red luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The next day, no signs of leak were observed. Baxter¿s blue winged luer cap was also tested during the leak test, and no evidence of leak was observed. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a small volume folfusor after preparation with 3800 mg of 5fu and 3m of nacl. The fill volume was 97 ml. There was no patient involvement. No additional information is available.